Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the failure was unconfirmed. The touch screen flex circuit passed all resistance testing of test #1.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position of the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was misalignment in the touch position of the touchscreen. A field service engineer (fse) then went onsite to further investigate the issue. A calibration of the touchscreen was attempted to resolve the issue but was unsuccessful. The touchscreen was then replaced, and the reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.